Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were examined by their dentist and found to have their back teeth turning inward. They also reported having issues with discoloration of their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.